Event description:
Olympus (omsc) was informed that the customer endoeye flex deflectable videoscope was return to the olympus for repair for a reported ¿image defect.¿ upon inspecting and testing, the scope was found to have an irregular color tone (image is green only) due to a defective charged coupled device (ccd) unit. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The service evaluation confirmed the customer¿s reported image defect as the scope has an irregular color tone (image is green only) due to a defective/damaged ccd unit. Additionally, there is noise in the image, the angulation is below standard specification due to a stretched angle wire, the bending section cover has scratches and the bending section cover glue is cracked. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g3 of the initial medwatch. The aware date should be 09-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the likely cause of the event is due to the defect of image sensor unit or, failure of internal board of video connector unit. It is also likely the system caused the event. Olympus will continue to monitor field performance for this device.